Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used on a patient who presented to the emergency room (ER) because of st elevation myocardial infarction (stemi). The ivl was used to treat a de novo lesion located in the left anterior descending (lad) artery. Access to the lesion was obtained via femoral artery approach. After the ivl balloon delivered 20 pulses, it was noticed that the patient's heart rate had dropped and was having abnormal blood pressure reading. The physician called a code as the patient was experiencing cardiopulmonary arrest. Chest compressions were administered, and nitroglycerin was provided. Reportedly, after 30 chest compressions followed by two rescue breaths (one round of compression) were provided, the patient was revived. The physician continued to successfully complete the procedure by implanting a bare metal stent (bms). The patient was transferred to the ICU for the night. It is unknown whether the patient has been released from the hospital. Accordingly, the physician stated that the patient's heart was fluttering. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, no device investigation can be performed. Based on the reported event, during the ivl procedure, the patient's heart rate had dropped and was having abnormal blood pressure reading. The physician called a code as the patient was experiencing cardiopulmonary arrest. The patient was provided one round of chest compression and was simultaneously provided with nitroglycerin and the patient was able to be revived. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.